Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot number was not provided; therefore, a manufacturing record evaluation could not be performed additional information was requested, and the following was obtained: do you have the linx product code? Do you have the lot number and serial number (if applicable)? On what date was the device implanted? Was the device explanted as scheduled (B)(6) 2021? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, etc., )? Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was completed? Can you share the results of the diagnostic tests? Do they have an autoimmune disease? Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Are they currently taking steroids / immunization drugs? Answer = device was reportedly removed (B)(6). Facility will not be releasing the device and will not provide any additional information regarding this removal moving forward. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient has been having difficulty with swallowing and is having the linx device explanted. The procedure is scheduled for (B)(6) 2021.